Event description:
It was reported that a malfunction occurred on the customer¿s pump, specifically displaying malfunction code 6. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer received assistance from technical support to reset the pump, successfully resolved the issue, and was advised to continue using the pump, with instructions to report if the malfunction recurs.